Event description:
It was reported that the balloon broke. An attempt was made to recanalize an arteriovenous fistula (avf), precisely of the cephalic end. A 4mm mustang balloon catheter was used followed by a 6x80mm mustang balloon catheter, which broke off. There was great difficulty removing the balloon because it was torn and retracted. It was impossible to remove through the non-boston scientific introducer. A hematoma appeared at the entry point of the introducer with a piece of balloon stuck in the vein. The introducer was removed, and a 9f probe was placed in contact with the severed balloon. After multiple maneuvers, the entire balloon was removed. No further patient complications were reported.